Manufacturer narrative:
Additional information: h6 - patient code 3191: no code available (secondary surgery, yag- enlargement of pi). Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 lens, -9.5/+2.5/091 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2020. The surgeon reports "size seems to be big, with persistent elevated iop refractive to medical treatment." The surgeon plans to increase the size of the pi and will determine if an exchange is needed. It is unknown at this time as to whether the pi was increased or the exchange occurred.